Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a "failure." This condition was found in the "intermedia area." It is unknown when this event occurred. The quality engineer later assigned failure code f-66 to be the determined problem. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a pump with a "failure" was confirmed by service. The quality engineer later assigned failure code f-66 to be the determined problem. The cause of this condition was not identified; the device was returned to the customer with no repairs made. A follow-up report will be filed if any additional details become available.